Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, while running stitch surgeons knot, the thread broke at the beginning of incision. Another suture was used to resolve the issue. There was no patient injury.